Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A visual inspection, simulated-use testing and functional and electrical returned instrument testing evaluation (rite) testing were performed. The assignable cause was identified as deteriorated piston foam. To correct the condition, the piston foam was replaced. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.